Event description:
The customer alleged an intermittent loss of the audio alarm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. However, the cse noted that the power switch was a non-standard nellcor puritan bennett part, and replaced the power switch. The unit passed extended self testing. The loss of audio alarm was not verified, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.